Event description:
It was reported that this right atrial (ra) lead exhibited noise, oversensing and pacing inhibition. The patient did not experience asystole as a result. Surgical intervention was undertaken. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.